Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump. Requested quote for 2000-hour service.

Event description:
It was reported that the arctic sun device failed calibration 80 (water check time out - unable to reach calibration temperature). It was determined that the device had a failed mixing pump. Requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2025, right rear middle outer shell pem nut pulled out from shell. Front shell has a stripped bolt. Two tank seals had tears.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit failed calibration. Installed test mixing pump to cool. Mixing pump was serviced during the pm process. Right rear middle outer shell pem nut pulled out from shell. Front shell has a stripped bolt. Two tank seals had tears. Pm performed. Replaced outer shell with louvers. Serviced circulation pump. Replaced heater, both manifold o-rings, double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. No additional actions can be taken. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.